Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to instability and pain.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of inadequate flexion of the implants following the original surgery, which led to instability and pain.

Event description:
Revision due to instability and pain.